Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial and right ventricular leads were dislodged and exhibited loss of capture during a mammogram. The leads were explanted and replaced. The patient was stable post procedure and will continue to be monitored normally.